Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts within a 2 hour period. Reporter stated that loss of prime alerts occurred randomly for the past week and had used a new cartridge from a new lot about one and a half days ago. Reporter confirmed that the cartridge cap was secured, plunger was cycled 2-3 times before filling with insulin at room temperature, and there was no sudden change in force or temperature. Review of alarm history did not show corresponding alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.